Manufacturer narrative:
A procedure delay occurred as the result of the reported event. A steris service technician arrived onsite to inspect the surgical lighting system and found that the lighting system cover was cracked, and the screw that is installed within the joint cover was missing. The technician replaced the cover, secured the screw with loctite, and confirmed the lighting system to be operating properly. The lighting system is not maintained by steris. The user facility's clinical engineering department is responsible for conducting the maintenance of the lighting system. The harmony led lighting system operator manual states (p.5-1), "regular service and maintenance must be performed only by steris or a steris-trained technician. Any work performed by inexperienced or unqualified persons or the installation of unauthorized parts could cause personal injury, invalidate the warranty or result in costly damage." The operator manual also states (p.1-2), "do not bump lighthead into walls, or other equipment. Always use handles when positioning lighthead during examination procedures, or when cleaning or servicing the examination lighting system." The cause of the event is likely the result of impact damage. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure a light head cover from their harmony led surgical lighting system fell into the sterile field. No report of injury to the patient or staff.